Event description:
It was reported that the patient underwent CABG procedure approximately one month ago and topical skin adhesive was used. Following the procedure, the patient experienced wound dehiscence and a wound vac was placed in the patient¿s wound. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4).